Manufacturer narrative:
The customer did not directly notify siemens, so no direct investigation was possible. According to our knowledge the second restart solved the issue, and it did not occur again. An investigation was not possible due to a lack of information. Since the event happened, no issues have been reported and according to our monitoring no additional problem was detected. As of today, we rate the event as single event. No general product design issue could be identified. Therefore, this report has been submitted with an abundance of caution due to the delay in diagnosis of an emergency patient.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom force CT system. The customer reported that the first scan of a neuroperfusion examination of a 59-year-old male patient was interrupted. The customer restarted the system and injected the patient again, however, the scanner interrupted again. After the second restart, the scan could be completed. The delay lasted approximately thirty minutes. According to the customer the patient suffered no negative health consequences because of the delay.